Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein all 4 leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-17495; related manufacturer reference number:1627487-2021-17496; related manufacturer reference number:1627487-2021-17497. It was reported that following a dog attack where trauma was incurred, the patient experienced ineffective therapy. Troubleshooting revealed high impedances on 3 of 4 leads. As a result, surgical intervention may be undertaken in the future. It is unknown which leads have high impedances; therefore, all leads will be reported.